Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 67. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. DHR review was completed for the subject lot number (2019060780). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019060780) for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional information has been received.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that during a clinical procedure the implant at tooth site #30 lacked primary stability and was removed.